Event description:
It was reported that in a study that was investigating the effect of three postoperative dressings on orthopaedic wound healing, three hundred orthopaedic patients were divided into three treatment groups and allocated to management with one of three dressings: primapore, tegaderm with pad, and opsite post-op. In the primapore group, five patients developed a wound infection and required antimicrobial therapy.

Manufacturer narrative:
H10. H3, h6: the devices, used in treatment, have not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the events and the devices or identify a root cause on this occasion. If the devices are returned in the future this complaint will be re-assessed. A clinical review has taken place, however without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Device history record review could not be performed as no part number/lot number was provided, however, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. A risk management review has taken place. Primapore, includes multiple causes of local infection including exudate build up, non-clean application technique and cutting of the dressing prior to application. Without further information, the exact failure modes involved cannot be identified. The IFU has been reviewed and was found to contain adequate cautions and warnings with regards to the use and limitations, including the selection of the most appropriate dressing with regards to it absorption abilities. This investigation is now complete with no further action deemed necessary and at this time. However, we will continue to monitor for any adverse trends relating to this product range.